Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon ruptured. Applied another device. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. No additional information is available.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.